Event description:
In 2009, the pt reported she received an e4 (occlusion) error on her infusion device and noticed air bubbles forming at the connection point between the infusion headset and tubing. She stated this happened once about 1 month ago, and then happened again yesterday and today. She said that yesterday morning she changed her infusion set and by the afternoon, she received an e4 and she saw air bubbles. She replaced the headset and tubing but the same issue occurred a few hours later. She has now switched to her backup infusion device for troubleshooting purposes. Courtesy infusion sets were sent to the pt. On follow up with the pt at about 4 days later, she said she is experiencing air bubbles with the backup device also. She said that yesterday a company rep gave her a new infusion set to try and so far she has not experienced any occlusions or air bubbles. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.